Event description:
It was reported that during implant it was not possible to measure capture threshold, impedance, and sensing amplitudes through the lead, despite attempts to reposition and increase output. The resolution is unk.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.